Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on multiple patients. The one result example provided were: sid (B)(6), 82yrs old female: initial= 271.2 pg/ml /repeated=3.1 pg/ml laboratory reference range for troponin=< 14.0 pg/ml there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
During the requested site visit, the field service engineer (fse) inspected the module and observed buffer salt build up on the r1 and r2 100ul buffer pumps (rohs) (B)(4). The fsr replaced the parts and the issue was resolved. A review of the alinity I am processing module, serial number (B)(6), revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the alinity I am processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the parts r1 and r2 100ul buffer pumps (rohs) revealed no trends or systemic issues. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The alinity I service documentation provides instruction for the removal, replacement, and verification of the 100ul buffer pump (rohs). A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation no product deficiency was identified for the alinity I am processing module, serial number (B)(6) or r1 and r2 100ul buffer pumps.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on multiple patients. The one result example provided were: sid (B)(4) : 82yrs old female: initial= 271.2 pg/ml/repeated=3.1 pg/ml. Laboratory reference range for troponin=<14.0 pg/ml there was no reported impact to patient management.